Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer expired low blood glucose (bg) ranging from 49-57 mg/dl. Bg was addressed with candy and cranberry juice. Reportedly, customer programmed insulin for breakfast but was unsure of the cause of low bg. Recommendation was made by tandem technical support to consult healthcare provider.